Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019.

Event description:
The customer reported that the tidal volume was not delivering properly. There was no patient involvement.

Event description:
The customer reported that the tidal volume was not delivering properly. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 15oct2019. The manufacturer¿s international service technician confirmed the reported tidal volume issue. The manufacturer¿s international service technician replaced the air/exhalation flow sensor to address the reported problem. After replacement of the part, the problem was resolved and system was handed over to customer for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.